Manufacturer narrative:
A follow-up medwatch report will be submitted upon completion of investigation.

Event description:
It was reported that during a procedure performed on or around (B)(6) 2015, the tip of the reform polyaxial driver (39-sp-0700) broke while implanting a reform 7.5 x 50mm polyaxial pedicle screw. The polyaxial screw was removed and replaced with another driver that was readily available in the set, and no delay to the procedure.

Manufacturer narrative:
Engineering evaluation of the returned driver noted that the shear torsional fracture of the driver occurred at a substantial distance from the shoulder of the driver (-.055"), indicating that the driver was only partially engaged within the screw and that the outer sleeve was most likely not fully locked down within the tulip. The outer secure shaft pushes down on the cross-bar of the driver shaft when fully threaded down, which causes the driver shoulder to bottom-out on the bone screw. When this bottoms-out it creates a friction plate with the bone screw head and promotes load sharing across the entire assembly. Additionally, the associated screw was part of a lot manufactured prior to a design modification of the reform pedicle screw, initiated previously to reduce the inherent insertion torque associated with the "wash-out" of the thread form. An insertion torque reduction of 8% was experienced for the 7.5mm x 45mm screw, and a 38% reduction for the 60mm screw, with the 50mm falling between that range. Review of manufacturing history records found that a total of (B)(4) pieces of this lot were released for distribution between november of 2014 and february of 2015 with no deviation or anomalies that would relate to the reported event. A two-year complaint history review found a total of 5 reports of tip fracture for the reported lot. All but one of the previous reports were attributed to user error. As the root cause is attributed to user error and there has been a previous design improvement to the pedicle screws, reducing the torque required to insert the screw, no further corrective action is required.